Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was 800 mg/dl. Reportedly, customer went to the emergency room and was subsequently admitted to the intensive care unit as customer was in a diabetic coma. Multiple contact attempts were made by tandem technical support however, no information was able to be obtained regarding the treatment the customer received in the hospital. Customer was released from the hospital 3 days later, and reported that their vision is ¿more blurry¿ than normal. The customer reverted to an alternate method of insulin therapy.